Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was not charging after the pump was plugged into a wall outlet using the tandem-provided usb cable and wall adapter. The customer's blood glucose (bg) was 257 mg/dl. Reportedly, the began charging after the customer unplugged the pump and plugged the pump back into the power source using the same charging supplies.